Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for investigation. Review of the lot history record revealed no anomalies.

Event description:
It was reported the customer had two tna peak and when they pulled them out of the box the sterile seal had been compromised and broken. Second of 2 events; see 3007069406-2012-00389.